Event description:
On (B)(6) 2010, covidien was informed of a customer who had an issue with a closurefast catheter. The medwatch form received alleges that the customer experienced an unk injury while undergoing a radiofrequency ablation of the greater saphenous vein.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway upon completion the results will be forwarded. (B)(4).